Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised after patient fell and reported femoral pain (periprosthetic fracture was not reported to the rep). Surgeon reported the suspicion that the cement mantle for the femoral component loosened. Rep cannot determine if the cement used was stryker cement. A size 4 right cr femur and insert were revised to a size 4 right ts femur with 16x100 stem and 3x13 ps insert. There are no allegations against the insert. Rep reported that x-rays, medical records, and additional information are not available due.